Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a change sensor alert after a calibration not accepted alert. They were also experiencing sensor glucose discrepancy. The customer had a low blood glucose level of 40 mg/dl but the sensor glucose level was 80 mg/dl. Then another time the sensor glucose reading was 160 mg/dl but their blood glucose reading was actually 277 mg/dl. The customer declined troubleshooting for the high and low blood glucose. Troubleshooting was performed for the sensor issues. The customer was advised to monitor the sensor glucose performance. The device will not return for analysis.